Event description:
Dexcom was made aware on 06/27/2024, that on 06/14/2024 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. It was indicated that the patient was under 2 years old, which is off-label usage of the device. It was reported that the patient's parent reported a skin reaction two days after the sensor was inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness and pimples under the sensor overlay patch. The patient had burning sensation in the area. On (B)(6) 2024, they consulted a physician at a clinic and was prescribed oral antibiotic medication (cephalexin 8 ml, three times per day after meals for seven days). They started the course of oral antibiotic treatment on (B)(6) 2024. At the time of the report the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).